Event description:
The pt reported blood glucose results of "219 mg/dl and 322 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.